Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, missing reservoir tube o-ring, partially broken off reservoir tube lip. The device had a cracked case at reservoir tube window corner and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had damage. Customer states that rim of the reservoir was broken from reservoir compartment as results of this reservoir unable to lock in place. Customer¿s blood glucose was unknown at time of incident. Customer advised to discontinue from pump and revert to backup plan as per hcp¿s instruction. Insulin pump will be return for analysis.